Manufacturer narrative:
Concomitant medical products: 4592-53 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a left ventricular (lv) lead alert triggered for impedance out of range noted as high and greater than the programmed upper limit of 1000 ohms. It was also reported that the lv lead impedance was stable but had been gradually rising. The lv lead remains in use. No patient complications have been reported as a result of this event.